Event description:
During percutaneous coronary intervention (pci), the stent delivery system (sds) became stuck and would not move. When the entire system was removed, the proximal stent struts were flared.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was being performed on a 90% stenosed lesion in the distal right coronary artery (rca). The lesion was pre-dilated with a 2.5 or 3.0mm diameter / length unk balloon at 16 atmospheres (atm) before delivering the 3.5x18mm cypher stent to the target lesion. However, when the stent delivery system (sds) came into the vessel, it became stuck and would not advance. The physician removed the sds but felt resistance. The entire system was removed and the proximal stent struts were flared. A different cypher stent was deployed instead to finish the procedure. There was no injury to the pt and the product will be returned for analysis. Please note that this product, is not distributed in the us. However, it is similar to a us distributed. It is also not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.